Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.